Event description:
A healthcare provider later reported that the medication used within the system was lioresal. They confirmed the cause of the event was the pump ran dry, and the patient missed their appointment. The pocket fill occurred at a different children¿s hospital with another healthcare provider. The hcp reports symptoms of increased tone, spasms, and fever. The patient recovered without sequelae.

Event description:
A representative reported that the patient missed their refill and the pump went empty without the family or nursing hearing the pump alarm. The patient¿s family reported they were unable to hear the pump alarms. The alarms were tested and were barely audible with an ear to the patient¿s abdomen. The patient was on a ventilator, and had other medical equipment. The patient required hospitalization and medical intervention as they were undergoing extensive treatment for severe baclofen withdrawal in the ICU. The logs were checked and an x-ray was performed. The patient was found to have an empty pump upon interrogation. The pump was refilled and reprogrammed. The patient¿s symptoms included altered mental status, fever, increased spasticity, and sweating (diaphoresis). The medication used within the system was baclofen. The representative later reported that it was not known if the baclofen was gablofen or lioresal, but that it was not compounded. They noted that the refill the patient had on (B)(6) 2013 ended up being a pocket fill despite using the protocol. On (B)(6) 2013 the pump was refilled, and now the patient was getting more effective therapy. They remained hospitalized.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).